Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient experienced sinus attack, the device delivered inappropriate shock therapy and put the patient in ventricular tachycardia (vt). Medication was given. Programming changes for a higher shock would be made when the patient presents in the clinic next time. No patient symptoms were reported.